Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: driveline extension cable (B)(4) was not returned for evaluation. Log file analysis revealed one (1) electrical fault alarm logged at 11:34:05 on (B)(6) 2018 due to the front stator not being connected, resulting in the pump running on a single stator (rear stator only). As a result, the reported event was confirmed. Based on risk documentation and historical review of similar events, a possible root cause of the reported event may be attributed, but not limited, to an improper connection of the driveline extension cable to the controller and/or an improper connection of the driveline extension cable to the driveline. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the ventricular assist device (vad) driveline extension cable exhibited electrical faults during the wet test. The device subsequently tested out of specification during manufacturer¿s analysis. The driveline extension cable was exchanged. No patient complications have been reported as a result of this event.